Event description:
Dr reports the pt experienced recurring intravitreal hemorrhages post-operative lens implantation od which subsided after 5-6 months. A dense white organized membrane formed pre-retinal which would not clear therefore the lens was explanted. The pt is currently aphakic. A b-scan demonstrated retinal detachment. A vitrectomy will be performed at a later date. There was no significant bleeding upon removal of the iol.

Manufacturer narrative:
The returned explanted lens was evaluated and confirmed to meet all release specs. This report was mailed in to FDA on: 2/18/97.